Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The target lesion was located in a severely calcified vessel. The physician advanced the 15mm x 3.00mm nc quantum apex mr balloon to the lesion and upon inflation to about rated burst pressure, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.